Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03090. It was reported the patient experienced a confirmed allergic reaction to her scs extensions. As a result, the extensions were explanted. Additionally, it was reported the physician elected to explant and replace the scs ipg, there were no allegations against the device.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.